Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the iol lens was exchanged intraoperatively from patient's left eye due to haptic damage. The surgeon noticed that the lens haptic was cut off after it was inserted in the eye. The incision was enlarged but sutures were not required. A back-up lens of the same model was implanted successfully. The patient's prognosis was unchanged due to this event.

Manufacturer narrative:
The lens was not returned for evaluation. The device history records (DHR) were reviewed and there were no discrepancies or anomalies. According to the surgeon, the lens was not loaded properly causing the haptic damage. Therefore it is likely that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.